Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found a telemetry anomaly during interrogation. The device was at end of life (eol) due to normal battery depletion. After replacing the battery, normal function ensued.